Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using naked eye. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function testing. In addition, bubble testing was performed. The reported issue was not verified. The product met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while preparing to open a minicap transfer set air leaked from the package. This event occurred before use. There was no patient involved. No additional information is available.